Manufacturer narrative:
H2) additional information: b5) see b5 for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported by the hospital staff that there was no impact to patient outcome. Additionally, it was identified that the issue was the update to the hospital¿s pacs network that caused the imaging system and navigation system to not communicate with one another. A medtronic representative was able to resolve this issue with the onsite pacs manager to re-establish communication between the two machines.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01026, software version: (B)(4). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the clinical case the imaging system was not transferring exams to the medtronic navigation system. The exam had a nav tag on the mobile view station (mvs), and both systems showed they were communicating. The site confirmed good ip information. They also tried different ethernet cables and rebooting both systems, but the issue did not resolve. The mvs showed that it successfully pushed the exams, but the exams did not show up in the spine software on the navigation system under the imaging system or computed tomography (CT) procedures. Medtronic imaging was aborted as the surgeon swapped to a c-arm for the remainder of the clinical case. There was a surgical delay of less than 1 hour due to this issue. It was unknown if there was any impact on patient outcome, but there was no reported impact on patient outcome. The healthcare professional at the site who called this issue in stated that the systems had previously communicated with no difficulty, but a recent update to electronic picture archiving and communication systems (pacs) required changing all the ip information on their systems. The navigation system and imaging system were no longer communicating after that update. It was later reported by medtronic representatives that the system was in use clinically with no reoccurrence of the issue. It was stated that the system was functioning normally.